Event description:
The device was used during an ovarian cyst procedure. Reportedly, the suture spliced and broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.